Event description:
The customer reported a leak of etoposide "at the first circle on the filter." The set was primed by the pharmacy and no leaking was noted. When the infusion was started the nurse noticed etoposide leaking from the filter within the first few mins. The tubing set-up was changed to a low sorbing set with an add-on filter and add-on texium. The infusion completed with no further issues. No pt harm or medical intervention was reported. No further pt/event info was provided.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A f/u report will be submitted with failure investigation results should the device be received for eval.